Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the right ventricular (rv) lead and elevated pacing thresholds. There was no information immediately available. A request for additional information has been sent. Additional out of range measurements were observed. As of a later date, a lead revision was performed to cap and replace the lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information was received that the device was later explanted and replaced for unrelated reasons.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.